Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that after being explanted, the nail was noted to have corrosion on the proximal portion of the lengthening rod. No patient impact or adverse event was reported. No additional information is available.

Manufacturer narrative:
The returned nail was received for visual and functional testing. Visual inspection of the nail revealed that the distraction rod of the nail had visible evidence of discoloration at the junction. Per reported failure functional testing was not applicable. The root cause of the corrosion identified on the nail is currently being investigated. Review of the device history records indicated the precice-stryde nail was visually inspected, and functionally tested prior to release.

Event description:
No additional information provided.